Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic low anterior resection, while opening the package, the needle was found to be disengaged from the thread. The procedure was completed with another device. There was no patient injury.